Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter break. Block h11: investigation results the returned cre fixed wire dilatation balloon was analyzed, and a visual and microscopic examination have been performed; no problem was found on it neither the catheter. With all the available information, boston scientific concludes the reported event of catheter break was not confirmed. The returned device has no problem in the catheter; therefore, the most probable root cause is no problem detected.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the catheter broke. The procedure was completed with another of cre fixed wire dilatation. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Imdrf device code a0401 captures the reportable event of catheter break.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the catheter broke. The procedure was completed with another of cre fixed wire dilatation. There were no reported patient complications as a result of this event.